Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, the patient's right ventricular lead exhibited non-sustained right ventricular oversensing episodes due to noise. Programming changes were made; however, oversensing episodes were still noted. All other measurements were normal. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable throughout the event.